Event description:
Information on a smith medical cadd administration sets - flow stop underinfused. The infuson was to run 250 ml for 46 hours and according to (B)(6) medical center - (B)(6), the patients would return with 15-30 ml remaining, even when pump read "res vol empty." No patient adverse events reported. Unknown medication to that was infused, however the 250 ml may not account for volume of medication that was inserted into bag. This could account for extra volume.